Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the healthcare provider (hcp) discarded the catheter. The pump serial number was updated.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen (150 mcg/ml at 184.66 mcg/day), morphine (6.5 mg/ml at 8 mg/day), and bupivacaine (1.4 mg/ml at 1.723 mg/day) via an implantable pump for an unknown indication for use. It was reported that the sutureless pump connector of the catheter was broken while the hcp was trying to disconnect it from the pump. The old catheter was explanted, and a new one was implanted. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was alive ¿ no injury. No further complications were reported or anticipated. It was noted that the patient was a disabled person in a wheelchair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.